Manufacturer narrative:
Initial reporter city: (B)(6). Correction MDR: a supplemental MDR will be filed to correct the information in the describe event or problem in the previous MDR that was submitted.

Event description:
It was reported that stent damage occurred. A 3.50x28mm synergy ii drug-eluting stent was advanced but failed to cross a previously implanted synergy drug-eluting stent. After the device was removed from the patient's body, it was noted that the proximal portion of the stent was lifted. The procedure was completed with a 3.5x24mm synergy stent. No patient complications were reported.

Manufacturer narrative:
(E1) initial reporter city: (B)(6). Correction MDR: a supplemental MDR will be filed to correct the information in the describe event or problem in the previous MDR that was submitted. Device evaluated by MFR.: synergy ous mr 3.50 x 28 mm stent delivery system (sds) was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the proximal region of the stent were noted to be lifted from their crimped position and pulled distally. The undamaged crimped stent outer diameter was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage on the distal end of the tip. A visual and tactile examination of the hypotube found multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 3.50x28mm synergy ii drug-eluting stent was advanced but failed to cross a previously implanted synergy drug-eluting stent. After the device was removed from the patient's body, it was noted that the proximal portion of the stent was lifted. The procedure was completed with a 3.5x24mm synergy stent. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. A 3.50x28mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. After the device was removed from the patient's body, it was noted that the proximal portion of the stent was lifted. The procedure was completed with a 3.5x24mm synergy stent. No patient complications were reported.